Event description:
It was reported by sales director that a marker was being used following a breast biopsy procedure. It was reported that md felt resistance and upon removal noted that the application tip had sheared off. Physician reported this was second device he had ever used. He admitted that he was "180 degrees off", (i.e. He had not oriented the device properly per instructions in package insert.) Md said he found the tip in the mammotome biopsy device, upon removal of latter device. There was no pt adverse effect resulting from this incident.